Event description:
One patient sample with lower total psa results than free psa results. In 2008, the initial total psa result was 0.3 ug/l, repeated using a different method 10.9 ug/l, free psa result 3.1 ug/l. A second sample from the same patient was tested fifteen days later, using the different method, giving result of 25.9 for free psa and gave a total psa result of 8.0 ug/l. This same sample was tested the next day, using the initial method, giving results of 0.270 and 0.273 for total psa and 2.81 and 2.85 ug/l for free psa. The sample was also measured using a third method with total psa results of 1.9 ug/l and free psa result of 1.7 ug/l, the patient was tested as a result of an age related screening program. No information provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.